Manufacturer narrative:
This report is for an unk - screws: trauma/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during intramedullary nailing of a proximal humerus fracture using the depuy synthes multiloc humeral nailing system two of the targeted proximal screws missed their insertion trajectory and failed to lock into the nail but before the proximal locking screws were inserted the patient coded on the operating table and required resuscitation. The sterile drapes were pulled back and chest compressions administered. The patient was revived, and the operation proceeded. This was the second half of a multi-step procedure that followed a bilateral tibial nailing using depuy synthes expert tibial nails. The connecting shaft of the screwdriver broke and may have caused the difficulty of inserting the screws. Because of the failures of the screws to target the nail was removed intraoperatively and replaced with a depuy synthes lcp proximal humerus plate. Upon inspection, after the case, all aiming instrumentation aligned properly with the removed nail. There was a forty-five (45) minutes surgical delay. The procedure was successfully completed. This complaint involves four (4) devices. This is report 4 of 4 for (B)(4).